Event description:
Caller reported that an issue occurred with his pump. Lines on the screen had obstructed visibility. There was no adverse impact to the customer's blood glucose level. Customer continued using the current pump while relying on an alternate method if necessary.